Event description:
The customer states that patient results were generated using a cell-dyn 3700 sl analyzer that appeared in the normal range. A medical practitioner questioned the results because of patient history of thrombocytopenia. The pt was redrawn of 2008, and different results were generated for several parameters when compared to the initial results.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.